Event description:
An implant card was received indicating the patient received a prophylactic replacement. The explanted generator was returned for product analysis. Generator analysis was completed and approved. Product analysis verified the battery to be at ifi=yes. The battery, 2.688 volts (ifi range 2.41v - 2.74v) shows an ifi=yes condition. The data in revealed that 46.019% of the battery had been consumed. Contamination was observed on the trimmed edge of the pcba (printed circuit board assembly) with contributed to the supply current conditions and increased current consumption. This may have been a contributing factor to the low battery condition of the generator. A device history review was performed and confirmed that all parameters passed inspection and the generator of interest is part of the laser routing issue which would cause premature end of service.